Event description:
In a head trauma patient, after implantation of a pressio® icp & ict monitoring kit, the catheter showed a negative value. The monitor has been changed but the icp is still negative (-30). Then the catheter was changed, it worked for few hours but then the icp became negative again (-30).

Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, the returned device has been analysed by our quality control laboratory and a visual and functional control were performed. When the catheter was connected to the monitor, the monitor displayed a consistent pressure and temperature and the catheter appeared to be reactive. The catheter had been connected for more than 48 hours and the values remained stable and no negative pressure was observed. Visual inspection showed that the capsule had been detached from the tube but remained attached by the micro-cables. The condition of the catheter did not allow the pressure test to be performed in a water column. Consequently, the error observed could not be reproduced and the negative pressure values observed could not be ascertained.

Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, the returned catheter will be analysed by our quality control.

Event description:
In a head trauma patient, after implantation of a pressio® icp & ict monitoring kit, the catheter showed a negative value. The monitor has been changed but the icp is still negative (-30). Then the catheter was changed, it worked for few hours but then the icp became negative again (-30).